Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was inappropriately sensing and pacing in the right ventricle. The lead was repositioned but dislodged again after repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.